Manufacturer narrative:
E1. Initial reporter phone: (B)(6).the bwi product analysis lab received the device for evaluation (B)(6)2022. The device evaluation was completed on (B)(6)-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, functional inspection and microscopic examination of the returned device were performed following bwi procedures.visual inspection was performed and a bents were observed on the shaft and the tip. The hub connector was found without hemostatic valve. Therefore, analysis inspection the dilator was introduced and obstruction was felt in the sheath. Deep inspection was performed then the hemostatic valve was taken off from the sheath and the dilator was introduced again and no obstruction was found. A microscopic examination for the hemostatic valve and silicone ring showed stress marks on the outer diameters. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the obstruction reported by the customer.a device history record review was performed for the finished device 00001927 number, and no internal actons related to the complaint were found during the review..the obstruction issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes:-investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿obstructed sheath¿ issue and the biosense webster¿s inc. Product analysis lab observed the ¿hemostatic valve separation¿ issue.-investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to user/component code: rod/shaft (g04112)) were selected as related to the biosense webster¿s inc. Product analysis lab observed ¿bents¿ on the shaft and tip.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported, pre-op, during preparation, the dilator did not fit through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician inserted the dilator correctly and tried multiple times, but was not able to push the dilator through. A new vizigo sheath and dilator were used and this resolved the problem. There was no patient consequence reported. The procedure was delayed 2 minutes as a result of the difficulties encountered with the device. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a non MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the hub connector was found without the hemostatic valve. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6)2022.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). On 15-feb-2023, the product investigation was reopened to correct "d6. Investigation conclusions" from "cause traced to user (d11)" to "cause not established (d15)". Therefore, this field was updated.